Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record for this product could not be performed because the product was not returned for evaluation and the lot number was not reported. The reported patient effects of mitral stenosis, worsening mitral regurgitation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated event date. Estimated implant date. Literature: changes in left atrial function after transcutaneous mitral valve repair. This was obtained from a literature article; therefore, the device was not returned for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the potentially related adverse events found in the article. It was reported through a research article identifying mitraclip that may be related to re-admission to the hospital due to heart failure, recurrent mitral regurgitation, and mitral stenosis. Specific patient information is documented as unknown. Details are listed in the article, titled changes in left atrial function after transcutaneous mitral valve repair.